Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left pulmonary lobectomy, on vascular ligation/transection, the reload was fired using a powered handle, then the surgeon fired all the way through and when the jaws were opened, the distal 10mm of the staples were not fired. The issue was resolved by over sewing with silk stitch.